Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with no signs of external damage. Both tamper seals were broken. There was no evidence of the error recorded in the event history log (unable to view ehl due to blank screen with constant alarm). The customer reported problem was duplicated. The investigation found a blank screen with constant alarm at power up. This was due to an incomplete update process by the customer. For corrective action, uploaded software from base to head of pump which cleared the problem. Updated to software version v1.6.4. This corrected the issue. The root cause of the reported issue was traced to user interface. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a device exhibited a blank green screen and constant beeping. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.